Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0306910v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# l64397, implanted: (B)(6) 2000, product type: lead.

Event description:
A manufacturing representative reported that the patient had a confirmed infection at their lead. The patient's incision had been swabbed and that cultured positive for infection. The cause of the infection was unknown, but the patient had been scratching at the incision frequently which opened a portion of the site up. The left lead was removed on (B)(6) 2016 and the extension and implantable neurostimulator (ins) were left implanted. The patient was now on antibiotics. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.